Event description:
It was reported to philips that the system did not boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use. A remote service engineer (rse) contacted the customer and rebooted all computers successfully, however both the monitors remained stuck on the philips logo. A philips field service engineer (fse) visited onsite and identified that the monitors displayed only the philips logo during startup, and the system did not boot into the application. Upon further investigation, the fse identified that the cause of the issue was that the network switch was unavailable after the customer had performed an emergency power test. After a reboot the network switch returned online and resumed normal operation. The issue was resolved, and the system was restored to full functionality, ready for clinical use.